Event description:
An event was reported under the (B)(6) clinical study and classified as inappropriate detection and inappropriate treatment. It was further reported that t-wave oversensing occurred with the right ventricular (rv) lead. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Products: 7299, bi-ventricular implantable cardioverter defibrillator, 2005 (B)(6); 4076, implantable pacing lead, 2005 (B)(6). (B)(4).